Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-01594. It was reported the patient experienced shocking sensations and ineffective therapy (reference reg report: 1627487-2019-09866). Later, diagnostics discovered the lead was fractured and the patient's ipg was inoperable (reference reg report: 1627487-2019-11068). As a result, the patient underwent surgical intervention wherein the ipg and lead were explanted and replaced to address the reported issues. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.